Event description:
Information provided stated that up and over approach for blocked femoro-popliteal graft to have potential urokinase infusion. Common iliac stent insitu. Hi-wire used to access graft. Wire went along side of stent, as well as appearing to go through the side of the stent and eventually through to the graft. Wire removed and angio runs performed. When wire was to be re-used, tip of hydrophilic component was missing, leaving central mandril visible. No resistance noted at any time. Unable to determine whether the tip had detached during the procedure or had been like that from the start. There was no harm to the patient.

Manufacturer narrative:
Evaluation: still under investigation at this time.